Event description:
The customer reported to olympus, the colonovideoscope optics flushing did not work. It is unknown when the issue was observed. The device was returned for evaluation. During the device evaluation, the jet tube (j-tube) had foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found non-reportable malfunctions: the switch 1 (sw1) had a cut, suction cylinder (s-cylinder) had no color, plug unit had a scratch, label on scope connector (s-connector) was peeled, due to adhesive peeling on bending section cover (a-rubber) the insulation resistance value at distal end did not meet the standard value, due to wear of angle wire the play of up/down (u/d) knob was out of the standard value, light guide (lg) lens had a crack, bending tube was damaged, connecting tube had a scratch and wrinkle, and the universal cord had a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use: IFU states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.